Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a bumpy and red skin reaction that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Reaction was located on the abdomen, where the sensor patch laid. Patient treated the reaction with aquaphor and hydrocortisone cream that was prescribed for a seperate issue, unrelated to the dexcom. Date of prescription is unknown. No additional event or patient information was provided.